Event description:
The manufacturer's rep reported that the patient expired. Per death certificate, the patient's cause of death was cardiac arrest; metastatic carcinoma and carcinoma of the stomach. Listed as "normal death".